Manufacturer narrative:
Exemption number e2017016. (B)(4). In order to avoid such occurrences in the field, manufacturer - siemens shanghai medical equipment ltd. (Ssme) - is preparing to issue a field safety corrective action. Primary steel rope used in the lifting column will be inspected on all affected systems and exchanged if negative deterioration is identified. An additional safety mechanism will also be installed to identify if the safety mechanism is activated. This additional mechanism will block further operation unless the problem is corrected.

Event description:
Siemens previously submitted an adverse event report # 2240869-2018-23410. In that report siemens informed of an incident with the tube arm of the axiom aristos vx plus dropping down during patient positioning. During this incident investigation, awareness was gained that other products of the same product line - multix fusion o - may also be affected by a similar issue. Problem description: the design of safety protection of the on 3d-top for the multix fusion is similar to the earlier reported vx plus. According to current design, there are two steel ropes inside the lifting column - primary steel rope and safety steel rope. The primary steel rope is used in regular operation to carry the load of the ceiling stand. The safety steel is used as a backup to carry the load in case the primary steel rope fails. The safety steel rope may only be loaded in single fault conditions and is not designed to take over load stepwise or permanently during operation. In rare cases of insufficient maintenance or unusually high clinical workload, this may lead to mechanical fatigue and cause the arm to drop down during patient positioning.